Event description:
Looks to be an old howmedica thr but I have no op note, or original operation date. Cup has migrated superior and patient had groin pain. Cup and stem were found to be loose and replaced.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup.an evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).